Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported for this lot number and issue to date. The sample was returned in two segments. The proximal segment contained the hub and the strain relief. The distal segment contained the rest of the catheter and the balloon. The balloon was in its original folded configuration with the balloon guard in place. The distal segment was removed from the hub. The catheter detachment was located 0.5cm from the hub. The catheter detachment was examined under magnification and the edges of the detachment were jagged sanding marks were noted on the catheter at the point of the detachment. The sanding marks did not extend past the distal end or the strain relief. No functional testing could be performed due to the condition in which the sample was returned. It is unk if user handling techniques during removal or prep of the catheter may have contributed to the reported issue. Based upon the available info, a definitive root cause has not been determined.

Event description:
It was reported that during prep, a leak was identified near the proximal hub of the pta dilation catheter. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the MFR for eval. The investigation is currently underway.